Manufacturer narrative:
The customer completed maintenance activities and ran a system check and quality controls (qcs). All results were within specification. The customer was satisfied with the instrument operation and did not request a field service engineer (fse) to visit. There is no evidence that the access accutni+3 reagent was returned to bec for testing. In conclusion, the cause of the erroneous access accutni+3 results could not be determined.

Event description:
The customer noted erratic imprecise troponin I (access accutni+3) results for one (1) patient on the access 2 immunoassay system (serial number (B)(4)). The initial and repeat results of the same sample on the same instrument generated a total standard deviation outside of that permitted by the accu tni+3 information for use (IFU). The original result was above the normal reference of the assay. The customer repeated the same sample on the same instrument and generated two results within the normal reference range of the assay. The results were not reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The sample was collected in a heparinized plasma tube and it was spun at 6,000 revolutions per minute (rpm) for five (5) minutes. Customer reported no visible issues with the integrity of the sample. Customer stated their quality controls (qcs) were within specification both before and after the event. The customer performed a system check after the event and all results were reported to be within specification.